Event description:
It was reported that pump displayed a cartridge change error and cartridge o-ring was found out of place and damaged. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to remove and discard damaged cartridge, clean pneumatic tap area on pump, remove misplaced o-ring, obtain new cartridge at home, and call back if issue was not resolved, and customer declined replacement cartridge.